Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown #5 omnifit stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient required revision of right hip due to broken stem.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown omnifit stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: the likely persistence of a subtrochanteric nonunion of the femur resulted in cyclic loading to the stem at that nonunion site with the resulting fatigue fracture of the stem at that level. Examination of the fracture surface of the explanted stem would confirm this mechanism having contributed to this clinical situation occurring twenty years after implantation in this young male patient. Device history review could not be performed as the lot ID was not provided. Complaint history review could not be performed as the lot ID was not provided. Conclusions: the medical review concluded that: the likely persistence of a subtrochanteric nonunion of the femur resulted in cyclic loading to the stem at that nonunion site with the resulting fatigue fracture of the stem at that level. Examination of the fracture surface of the explanted stem would confirm this mechanism having contributed to this clinical situation occurring twenty years after implantation in this young male patient. However,if additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient required revision of right hip due to broken stem.